Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable.

Event description:
It was reported that tips of 8mm cadiere forceps instrument did not meet. There was no report of patient involvement or reported injury.